Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2011-05683. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation and subsequent death occurred. Vascular access was gained via the right femoral artery. The approximately 70% stenosed target lesions were located in the severely calcified and moderately tortuous obtuse marginal and proximal circumflex arteries, with a length of approximately 16-17mm of each lesion. First, the physician treated the lesion in the obtuse marginal with multiple ablation runs with the 1.75mm rotablator rotalink plus burr at a speed of about 170,000 rpms without significant speed drop. Thrombus was noted in the distal obtuse marginal and the patient was treated with reopro. Then the physician treated the lesion in the proximal circumflex with multiple ablation runs again at approximately 170,000 rpms without significant speed drops, however the burr popped through the lesion. A vessel perforation was then noted. Balloons were inflated in an attempt to treat the perforation unsuccessfully. The patient was taken to surgery however the bleeding could not be controlled and the patient died.